Event description:
A malfunction occurred on the customer's pump, identified as malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the issue persisted, prompting the decision to replace the pump. The customer transitioned to multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be shipped to them. Instructions on storage mode and returning the faulty pump were provided and acknowledged by the customer, who will return the pump using a pre-paid label within 10 days. Training on using the new pump was made available through the customer's tandem source account.